Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a device upgrade. Upon evaluation a history of frequent merlin transmissions for noise on the ventricular lead and a reduction in the pacing impedance was noted. The physician stated that it is most likely related to the venous access at implant being too tight in the junction between the clavicle and first rib. Because of the tight venous access and the possibility of the right atrial and right ventricular leads rubbing together, the physician explanted and replaced the leads. There was no known malfunction with the atrial lead. The patient tolerated the procedure well. There were no complications.

Manufacturer narrative:
The reported event of leads rubbing together was confirmed. A complete lead was returned in one piece for analysis. External insulation abrasions caused by friction to another device or patient anatomy were noted at 29.7 cm to 31.0 cm and 31.6 cm 32.6 cm from the connector pin, exposing the outer coil. The cause of the external insulation abrasions is consistent with friction to another device or features of patient anatomy.